Manufacturer narrative:
As of today, device return has been requested for this complaint but has not been made available to the designated complaint unit. Without return of the actual device we cannot further investigate or confirm the details supplied in this complaint and try to determine a root cause. If the device is returned in the future then this complaint will be reopened.

Event description:
It was reported that a pump had a ¿visible leakage¿ and did not give an alarm.